Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the 5.00x12mm liberte bare metal stent moved on the balloon. The stent was not used and there was no patient contact. The procedure was completed with another of the same device. The patient condition is fine.